Event description:
It was reported a death occurred. A left atrial appendage (laa) closure procedure was performed. The patient's la mean pressure was 21mmhg. Heparin was administered and after the trans-septal puncture, the patient's activated clotting time (act) was 284 seconds. A watchman access system (was) and 30mm watchman laa closure device and delivery system (wds) were used. The closure device was successfully implanted with no issues or complications. According to the physician, the patient was alert and doing well after waking up from the general anesthesia. The night of the procedure, they drew blood from the patient for dialysis and the patient immediately coded. They were unable to resuscitate the patient and the patient passed away that night.